Manufacturer narrative:
Examination of the attached photo received from the customer was performed. A general visual examination was performed and the balloon and windings all appeared to be in good condition. A closer examination was performed and there is what appears to be a small raised area at the proximal side shoulder of the tip forming area. This condition may have occurred during the tip forming process. The raised area is within the specification. The raised area is not sharp to the touch. Also note the raised area does not appear as if it would fall off the catheter during use. Evaluation of product proved to show that product was within specifications. Therefore potential for death or serious injury is remote and this event is non-reportable.

Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete.

Event description:
As reported, the doctor opened the package and recognized when he tested the balloon before use that there were ¿non-smooth structures¿ in the catheter body. Doctor didn¿t use the catheter.